Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluated by MFR: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a defect was noted in the optic of the intraocular lens (iol) at the leading optic-haptic junction. Issue was observed as lens was inserted into patient's right eye. The lens was bisected and removed during the same procedure. Another lens of same model and diopter was used as the replacement iol and it was noted to be intact. There was no patient injury reported. No other information was provided.

Manufacturer narrative:
Section h3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was not performed as the product was not returned for evaluation; therefore, the photo provided by the facility was evaluated. The evaluation found a lack of lens optic edge continuity (a portion of the optic edge is missed) which is located at one of the loops/haptics junction/insertion site. Further evaluation could not be performed due to the quality of the photo. Conclusion: the complaint issue "lens damaged" was not identified during photo evaluation. The other observed issues during the photo evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.